Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the ER after receiving inappropriate shocks due to noise on the ventricular lead. The noise is reproducible in clinic with patient movement. Increased capture thresholds and pacing lead impedance was noted. The patient did not have any more symptoms. The patient will see ep and the lead most likely will be changed out. No further information is available.